Event description:
It was reported that non-sustained right ventricular oversensing due to possible lead noise was observed. Noise was not reproducible with isometric or manipulation testing. The device was reprogrammed. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.